Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the light guide cable buckled, the suction channel buckled, the remote control buttons cut, the bending rubber worn out, the insertion flexible tube (ift) worn out, the distal body worn out, the segment worn out, the u/d and the r/l pulley wires worn out, the brand plate worn out, and the angle wire ruptured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0587(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).